Event description:
A customer reported that during calibration in an ophthalmic console lamp had issues and lamp was replaced and some commands on touch screen were not visible. There was no reports of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in sections d.9,h.3,h.6 and h.10. The company service representative examined the system and replicated the reported event, system message (sm) [the lamp in the table top illuminator needs to be replaced. Please contact field service]. To resolve the issue, the nonconforming illuminator module was replaced. There was no problem with touchscreen found. The system was then tested and met all product specifications. A system non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. A potentially relevant complaint was found and reviewed as part of this investigation. The root cause of the reported event is attributed to a nonconforming illuminator module. The root cause of the touch screen issue is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).